Manufacturer narrative:
This device is not approved/marketed in the us, but is similar to a device marketed in the us. No parts have been returned to the manufacturer for analysis. Manufacture date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during inspection the echo link, the anatomical image could not be displayed at the navigation position of the echo probe. The echo probe did pass verification and automatically displayed on all three screens. It was also noted that the active fighter could not be verified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A system checkout was performed, and the system was found to be fully functional. There were no failures found. If information is provided in the future, a supplemental report will be issued.